Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual examination found moderate devitrification of the glass cap and severe debris adhesion on the fiber tip, indicative of prolonged tissue contact. The connector cone, segments, and tabs were secured and in good condition. The control knob was attached and aligned and could rotate the fiber. Microscopic examination found the glass cap was protruding from the metal cap indicating a glue failure. The fiber was functionally tested with the hene (helium-neon) laser fixture which found there were no signs of breakage along the length of the fiber. Functional testing on the forward firing test fixture identified the rate of forward firing was below the rate of forward firing was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing. It is probable that the debris adhesion identified on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that, during the photoselective vaporization of the prostate procedure, the fiber began forward firing and side firing after 10 minutes of use. The fiber was replaced, and the procedure was completed using the second fiber. As a result, there was an extension of operating time. There were no patient complications.

Event description:
It was reported that, during the photoselective vaporization of the prostate procedure, the fiber began forward firing and side firing after 10 minutes of use. The fiber was replaced, and the procedure was completed using the second fiber. As a result, there was an extension of operating time. There were no patient complications.